Event description:
It was reported that the patient received the monitor and tried to do an initial transmission. The telemetry phase never got past the first light. The remote monitor was returned to the manufacturer, analyzed, and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that there was a defective capacitor.